Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The procedure went well, with no alignment or positioning issues noted. The valve was aligned between the balloon center markers or a little below. Upon deployment, there was a force that pushed the valve to be deployed 20/80 (aortic/ventricular). The valve was well anchored in position, and the gradient was zero. However, to ensure the valve position, it was decided to deploy a second valve in a higher position to anchor the first prosthesis in place. There was a good result at the end, no pvl or excessive fluid gradients. The patient final outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Review of procedural video revealed the following observations: the relative position of outflow thv side appeared to be shifted downward post deployment, which indicates ventricular thv malposition. A downward shift in the flex tip was noted during deployment, indicative of ventricular thv malposition. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of IFU/training materials revealed no deficiencies. As reported, ''upon deployment, there was a force that pushed the valve to be deployed 20/80 (aortic/ventricular).'' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, additionally received information clarified that patient had moderate annular/leaflet calcification. In the presence of calcium, thv may lock into the calcium during positioning, creating stored tension in the system. If the stored tension was not released prior to thv deployment, it could have caused the delivery system to move forward, causing the thv to land too ventricular, as reported. As such available information suggests that patient factors (calcification) and/or procedural factors not release stored tension prior to deployment) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.